Event description:
It was reported that following a posterior pelvic organ prolapse procedure in 2007, the patient developed a bilateral right gluteal hematoma with wound breakdown of the posterior vagina at the time of the procedure. The hematoma partially opened the suture line. The doctor drained the hematoma, trimmed some of the graft at the edges of the granulation tissue and reclosed the incision. The pt was treated with premarin vaginal cream and hydrogen peroxide douches and observation. The current status of the pt was described as doing fine and the wound is healing.

Manufacturer narrative:
No sample or lot number were provided for evaluation. The event description does not suggest that a device failure has occurred. Hematoma is a well known potential complication of this type of procedure. The product insert which accompanies each device states that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, infection, inflammation, sensitization, adhesion formation, fistula formation, extrusion and recurrence.